Event description:
It was reported that the patient had a revision surgery due to unknown reason. After surgery metallosis and fluid collection was found.

Manufacturer narrative:
The manufacturer did not receive explanted devices or x-rays for review. The customer sent the device to an external investigation site and zimmer does not expect to receive further information about their investigation result. While the information provided no clear cause can be associated to the event. A product failure can not be confirmed. Metallosis is a known risk for this kind of metal-on-metal implant in general. Should additional information including the final investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).